Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family member reported after implant surgery the patient felt no effect and inflamed wound. More than 50% of the symptoms were not reduced. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. The device was explanted, date unknown. Currently the wound infection was slowly recovering. The patient didn¿t want to ¿implant¿ the device. The indication for use included postherpetic neuralgia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) additionally reported that the date of finding the inflamed wound was on (B)(6) 2016. It was noted the patient did not have diabetes. The physician considered that it was caused in care improper after the surgery and not related to the product. The physician thought more than 60% of the symptoms were reduced. The effect was the same with testing. The device was turned off after finding the infection, pain occurred repeatedly. The device was explanted on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that as of (B)(6) 2016 the wound was healed and the patient has left the hospital.